Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one photo was submitted for quality investigation. The customer complaint of component damage was verified by the photo provided. Leakage could not be verified due to the sample not being available. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd¿ pump set tubing leaked medication from a crack at the connector. The anesthesiologist had to administer an epidural bolus to the patient as a result of going "almost an hour" without the correct dose infusing into them. The following information was provided by the initial reporter: rn called to bedside by pt's husband due to medication leaking from pcea. Rn went to the bedside and found pcea solution dripping from the pcea cartridge and puddling on the floor. This cartridge was installed in the pump & initiated at 1617. Once the leak was discovered, primary rn replaced the leaking cartridge with a new one and notified the anesthesiologist to come to the bedside for an epidural bolus. The patient went almost an hour without the correct dose infusing due to the leak.